Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed an inappropriate mode switch on the pacemaker. Programming changes were made to resolve the issue. There were no patient consequences.